Manufacturer narrative:
The investigation concluded that higher than expected ammonia results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products amon slides lot 1018-0252-0468 in combination with a vitros 5600 integrated system. The most likely assignable cause of the higher than expected vitros amon quality control results is an instrument issue related to microslide incubator contamination. Within run vitros amon precision testing was outside acceptable guidelines indicating the vitros 5600 integrated system was not performing as intended. Acceptable within run vitros amon precision results were obtained after a field engineer completed service actions on the vitros 5600 integrated system which included cleaning the microslide incubator and replacing the evaporation caps.

Event description:
A customer reported higher than expected results obtained from a non-vitros biorad quality control fluid using vitros chemistry products ammonia (amon) slides on a vitros 5600 integrated system. Biorad level 2 lot 54292 vitros amon results of 91.4, 91.8, 92.6, 93.5, 96.0, 96.7, 104.3 and 106.4 umol/l versus an expected vitros amon result of 76 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected results were attained from a quality control fluid. However, the investigation could not conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).